Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-aug-2020 h5: no d1: controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-aug-2020 h5: no d1: controller d4: model #: 1420 / catalog #: 1420 / expiration date: / serial#: (B)(6) UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no d1: battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-jan-2021 h5: no d1: battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2023 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-jan-2022 h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient received an alarm while at home with a message to exchange the cont roller. The patient and family exchanged to the back up controller, and the vad did not restart. The patient and family were directed over the phone by clinic personnel instructions on how to exchange the controller and these attempts were also unsuccessful. The clinic had the facility perfusionist sent to the patient's home via rescue medical helicopter to exchange the controller to an alternate software controller device and this was also unsuccessful in restarting the vad. The patient experienced worsening heart failure and required extra corporeal life support (ecls) for worsening hemodynamics. The patient was placed on venoarterial-extracorporeal membrane oxygenation (va-ECMO) at home, and was subsequently brought to the hospital via helicopter transport. Log files were reviewed and was not able to determine what caused the initial power up event. The vad was running on dual stators with two connected batteries prior to the event, and afterwards the same batteries were connected to the same power ports on the same controller. It was noted that on the weekend prior to the event the patient had two critical battery alarms logged with a capacity of 190% and 163% in which showed a communication error between the battery and controller. Both alarms were cleared by itself. The log file data also revealed three more potential communication errors associated with power disconnect alarms. The vad was subsequently exchanged to a competitor device. The patient is in ICU with an open chest and temporary mechanical right heart support, with a planned to remove the right heart support the next day and to close the chest. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and device return. Additional products: d4: serial or lot#: (B)(6) / d9: yes, return date: 27-jul-2023 dev rtn to MFR? Yes / d4: serial or lot#: (B)(6) / d9: yes, return date: 27-jul-2023 dev rtn to MFR? Yes / d4: serial or lot#: (B)(6) / d9: yes, return date: 27-jul-2023 dev rtn to MFR? Yes / d4: serial or lot#: (B)(6) / d9: yes, return date: 27-jul-2023 dev rtn to MFR? Yes / d4: serial or lot#: (B)(6) / d9: yes, return date: 27-jul-2023 dev rtn to MFR? Yes / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 31jan-2022 / serial or lot#: (B)(6) / UDI#: (B)(4) / d9: yes, return date: 27-jul-2023 / h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes / h4: mfg date: 21-jan-2021 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 31jan-2022 / serial or lot#: (B)(6) / UDI#: (B)(4) / d9: yes, return date: 27-jul-2023 / h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes / h4: mfg date: 21-jan-2021 / h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) patient received an alarm while at home with a message to exchange the controller. The patient and family exchanged to the back up controller, and the vad did not restart. The patient and family were directed over the phone by clinic personnel instructions on how to exchange the controller and these attempts were also unsuccessful. The clinic had the facility perfusionist sent to the patient's home via rescue medical helicopter to exchange the controller to an alternate software controller device and this was also unsuccessful in restarting the vad. The patient experienced worsening heart failure and required extra corporeal life support (ecls) for worsening hemodynamics. The patient was placed on venoarterial-extracorporeal membrane oxygenation (va-ECMO) at home, and was subsequently brought to the hospital via helicopter transport. Log files were reviewed and was not able to determine what caused the initial power up event. The vad was running on dual stators with two connected batteries prior to the event, and afterwards the same batteries were connected to the same power ports on the same controller. It was noted that on the weekend prior to the event the patient had two critical battery alarms logged with a capacity of 190% and 163% in which showed a communication error between the battery and controller. Both alarms were cleared by itself. The log file data also revealed three more potential communication errors associated with power disconnect alarms. The vad was subsequently exchanged to a competitor device. The patient is in ICU with an open chest and temporary mechanical right heart support, with a planned to remove the right heart support the next day and to close the chest. No further patient complications have been reported as a result of this event. 2023-08-10: it was further reported that several additional batteries may have contributed to the vad stop event. It was further reported that several additional batteries may have contributed to the vad stop event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6), three (3) controllers (B)(6), and four (4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of (B)(6) revealed that the controllers passed visual inspection and functional testing. Failure a nalysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. Internal inspection of the controllers did not reveal any anomalies. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection of (B)(6) revealed wear to the connectors of the batteries. However, the observed damage did not affect the functionality of the devices; the batteries were able to perform a secure connection to a test controller. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Visual inspection of (B)(6) revealed that the release indicator marker on the battery connector was illegible. Failure analysis of (B)(6) revealed damaged locking mechanisms in the batteries' connectors; the batteries were unable to have a secure connection while charging or when providing power to the test controller. Internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed that (B)(6) was the patient's primary controller. Log file analysis revealed a motor start event recorded on 25/feb/2023 at 09:35:25, in which the motor start parameters were atypical. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file associated with (B)(6) did not reveal power disconnect alarms within the analyzed period; however, review of the data log file associated with (B)(6) revealed instances between 10/jun/2023 and 09/jul/2023 involving (B)(6), where the relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. In one instance, the battery (B)(6) was disconnected from the power port one (1) of the controller and the adapter was connected to power port one (1) within 15 minutes of the controller recording a communication error; it is likely the battery experienced a communicatio n error prior to the adapter being connected. A communication error will trigger a power disconnect alarm if the other power source is a battery with a rsoc greater than 25%. Review of the alarm log file associated with (B)(6) revealed a critical battery alarm logged on 07/jun/2023 at 19:54:59 involving (B)(6) and a critical battery alarm logged on 08/jul/2023 at 09:09:34 involving (B)(6). The critical battery alarms were due to communication errors. Analysis of the event log file associated with (B)(6) revealed a controller power-up event logged on 10/jul/2023 at 13:03:13, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% rsoc and (B)(6) was connected to power port two (2) with 48% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. Review of the alarm log file associated with (B)(6) then revealed two (2) vad stopped alarms and six (6) vad disconnect alarms were logged on 10/jul/2023. The first vad stopped alarm was logged at 13:03:41, indicating that the pump failed to start after multiple attempts. Two (2) vad disconnect alarms were logged at 13:05:06 and 13:06:34, indicating physical disconnections of the driveline from the controller, likely due to troubleshooting during a controller exchange. Two (2) controller power up events without motor starts and two (2) subsequent vad disconnect alarms indicting the controller was powered on without the driveline connected, were logged between 13:09:01 and 13:09:30, likely due to troubleshooting. A controller power up event was logged at 13:11:17, indicating that the c ontroller was put to use following a controller exchange during troubleshooting. An additional vad stopped alarm was then logged at 13:11:37 due to a failure of the pump to restart after multiple attempts. Four (4) controller power up events without motor starts and two (2) additional vad disconnect alarms indicting the controller was powered on without the driveline connected, were logged between 13:12:21 and 18:17:21, likely due to troubleshooting. In addition, analysis of the data log file also revealed safety alert word (saw) values were recorded on (B)(6) and (B)(6). During the attempted pump start events, log files recorded high power consumption, which required more current from the batteries. Log file analysis associated with (B)(6) revealed a controller power up event logged on 10/jul/2023 at 13:16:27, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 13:16:34, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 13:16:47, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with (B)(6) then revealed ten (10) vad stopped alarms and eight (8) additional vad disconnect alarms were logged on 10/jul/2023. The first vad stopped alarm was logged at 13:17:08, indicating that the pump failed to start after multiple attempts. This vad stopped alarm was followed by vad disconnect alarms due to a physical disconnection of the driveline from the controller, additional controller power up events, additional vad stopped alarms indicating that the pump failed to restart after several attempts, and logged between 13:18:34 and 14:07:16, likely due to troubleshooting. A controller power up without a motor start event was logged at 18:30:35, likely due to troubleshooting. Safety alert word (saw) values were recorded on (B)(6), during motor start attempts indicating an overcurrent alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the batteries. Log file analysis associated with (B)(6) revealed a controller power up event logged on 10/jul/2023 at 08:00:03, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) then revealed five (5) vad stopped alarms, three (3) vad disconnect alarms, and one (1) power disconnect alarm were logged on 10/jul/2023. The first vad stopped alarm was logged at 08:00:36, indicating that the pump failed to start after multiple attempts. This vad stopped alarm was followed by vad disconnect alarms due to a physical disconnection of the driveline from the controller, additional controller power up events, additional vad stopped alarms indicating that the pump failed to restart after several attempts, and logged between 08:00:43 and 08:07:01, likely due to troubleshooting. The power disconnect alarm was logged at 08:02:10 involving (B)(6). During the power disconnect alarm, high power consumption was recorded. The event log recorded a high-power consumption during the attempted motor starts, which required more current from the batteries.(B)(6) was most likely physically disconnected during troubleshooting, causing the controller to log this event as a power disconnect alarm. A controller power up without a motor start event was logged at 18:08:14, likely due to troubleshooting. Of note, the settings of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, the failure to restart first occurred on (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported event was confirmed. The associated batteries were lubricated prior to release. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and the batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to controller port contamination and damaged battery connectors. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Based on the available information, the most likely root cause of the observed damaged battery connectors and observed illegible release indicator can be attributed to handling of the devices and/or wear, likely due to normal disconnection and re-connection between the battery connectors and metal power port connectors on the controller. A possible root cause of the observed power disconnect alarm may be attributed, but not limited, to a physical disconnection of the power source. A possible root cause of the loss of power can be attributed to a poor mechanical connection due damaged battery connectors, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the additional controller power-up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. Based on a historical review of similar events, the most likely root cause of the observed atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. Hw42975 was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.